Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up the trends showed intermittent low, out of range, high voltage impedance measurements. In-clinic measurements were in range and the pli trend appeared stable. No further information is available.